Event description:
Unomedical reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient faced an event of leakage on site after being used for two days. Patient changed the infusion set. No further information available.